Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during visual inspection of safsite 415068 a red particle was noticed inside the luer lock. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs and one used sample was provided for evaluation. Upon visual inspection of the returned sample and photographs, a red particle was detected. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. An oversight on the part of the operator can attribute to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.